Manufacturer narrative:
The device investigation was completed on 9-nov-2015. The regional service center (rsc) service log review revealed a failed no cell alarm followed by a failed low no cell calibration. Elevated counts during the low calibration are consistent with a misbehaving no cell contributing to the df alarm that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup, performed successful low/high calibrations to clear the alarm and replaced the no cell as a precaution. Although identified in the service log, rsc did not experience a delivery failure alarm during testing. A full functional test was performed and the device operated according to specifications and is suitable for distribution. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event. However, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) from the united states called the company to report a device issue with inomax dsir # (B)(4). The device was in use on a patient at the time of the event. There was no impact or harm to the patient reported. The rt reported a failed nitric oxide (no) sensor with inomax dsir# (B)(4). The rt refused technical support. No information on what preceded the failed or what troubleshooting took place. Inomax dsir s/n (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction. (B)(4) has been opened for this event.